Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device "beeped" with no error message on the display screen. The display screen was blank. No adverse event reported. Return of the suspect device was requested for evaluation.